Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect which began in (B)(6) 2007, when it was confirmed that her lead had broken. It was believed that during the trial implant the lead got caught on the shower door which made it prone to breaking and, subsequently, when attached to the implanted device, broke a couple of months later. Another lead was placed on the other side but the patient did not get therapeutic effect, even after multiple programming sessions. Additional information has been requested.